Manufacturer narrative:
(B)(4). The complaint op314 cannula is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our evaluation.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a patient was using an opt314 optiflow junior nasal cannula when the patient's saturation levels decreased and the "patient appeared to be deteriorating". The hospital reported that they had assessed the used cannula and found it to be faulty. It was further reported that the cannula was split. The cannula was removed and replaced and no patient consequence was reported.

Event description:
A hospital in the UK reported via a fisher & paykel healthcare (f&p) field representative that a patient was using an opt314 optiflow junior nasal cannula when the patient's saturation levels decreased and the "patient appeared to be deteriorating". The hospital reported that they had assessed the used cannula and found it to be faulty. It was further reported that the cannula was split. The cannula was removed and replaced and no patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt316 optiflow junior cannula was returned to fisher & paykel healthcare in new zealand for evaluation. The complaint device was visually inspected. Results: visual inspection revealed that the right tube was stretched and damaged where it joins the patient interface. Although the tubing was stretched, the metal spring was still intact and attached to the interface: the glue bond was also still intact. Conclusion: the damage to the flexitube was most likely caused by an excessive pulling force. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: do not stretch or crush tube. Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times.